Event description:
Related manufacturer report number: 2017865-2023-19183. It was reported that a patient presented with high pacing impedance on the right ventricular (rv) lead. The pacemaker (pm) had inappropriate rate response issue. The physician elected to explant and replace the pm and cap and replace the rv lead on (B)(6) 2023. The patient condition was stable.

Manufacturer narrative:
The reported event of inappropriate magnet response was not confirmed. The device was received with normal telemetry communication and normal output. Functional tests were performed, magnet respond did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
New information received noted that the rate response issue was unable to be programmed out of.